Event description:
On (B)(6) 2024, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that a blood donor experienced pain that lingered for a few days following a procedural finger prick on (B)(6) 2024. Donor stated metal from the device was lodged in the finger and was removed by their neighbor. It was confirmed during a followup on (B)(6) 2024 that the finger was not infected and the issue was resolved when the metal piece was removed.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing.